Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. There was no patient involvement.

Manufacturer narrative:
D9 device returned to manufacturer 20-jun-2024. One device was returned for evaluation in used condition. Service history review identified that the device was last serviced (B)(6) 2020 for an issue related to ¿case / screen damage. The device was used, decontaminated, had a cracked syringe port and screen scratches. The customer reported an issue of system fault, which the team successfully replicated. Subsequent functional testing identified error code 112. The intermittent motor is the most probable cause. To address the reported issue, the motor was replaced. Device passed all functional tests after the repair. Also replaced front housing, rear housing, housing seal, syringe cap, battery cap, keypad and rear label.